Event description:
It was reported that the rigid video scope experienced a streaky image and a broken optic. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a update to the following field(s): d8, d9, h3 & h4. The device was returned to olympus for inspection and the reported failure was confirmed due to a broken video cable. In addition, the following malfunction(s) were found during the device evaluation: fiber bonding in the outer tube area (distal end) is damaged based on the results of the investigation, the most probable cause of the reported issue is caused not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope experienced a streaky image and a broken optic. There were no reports of patient harm, injury, or death.